Event description:
Event description this occurrence was previously reported to the FDA on 05/01/00 under event number 226636, FDA assigned MDR number 2124215000200001704. Cpi received information that this implantable cardioverter defibrillator (ICD) would not communicate with a programmer.